Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The previous surgery and the surgery detailed in this event occurred 18.5 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. The lot number could not be verified due to the invoice (attached), therefore, the liner could not be linked to a specific device history record (DHR). Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. The findings did not lead to a firm conclusion since the lot number was not made available at the time of this investigation. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to dislocation.